Manufacturer narrative:
UDI: (B)(4). Examination of the returned instruments confirmed the complaint. A two-year search of the complaint database found the root cause may be due to too inappropriate cleaning methods counter to the recommendations in the instructions for use pamphlet. The cleaning agents and water treatments were not provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The grater heads have spots that are rust colored.